Manufacturer narrative:
Sc-1132 (sn:(B)(6)). The returned ipg was analyzed and with all the available information, boston scientific concludes the reported event was confirmed. The internal electrical test found that sleep-current was also slightly higher than the expected limit, which resulted in frequent ipg charging. However, the monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue. The labeling review indicated that MRI fields may potentially interact with implanted spinal cord stimulation systems to cause tugging (moving) sensation of implanted components, warming of the neurostimulator, damage to the device electronics and or voltage induction through the leads and stimulator causing unintended stimulation.

Event description:
It was reported that after a magnetic resonance imaging was performed, the patient experienced intermittent stimulation, overstimulation when standing up, inadequate stimulation, and frequent ipg charging. Loss stimulation while lying down was also reported. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that after a magnetic resonance imaging was performed, the patient experienced intermittent stimulation, overstimulation when standing up, inadequate stimulation, and frequent ipg charging. Loss stimulation while lying down was also reported. The patient underwent an ipg replacement procedure and was doing well postoperatively.